Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 05:43:22 on (B)(6) 2023. At 06:12:59, an arrhythmia was detected. ECG shows asystole. At 06:14:08, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was sinus bradycardia @ 50 bpm degrading to asystole. The device was shut down at 07:24:21 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.